Event description:
Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) screen was very dim. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the lcd screen was very dim. A service proposal for repair was sent to the customer for approval, and the customer accepted. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue--after powering on the device, the asp could barely see what was on the screen with the lights turned off and found that the lcd assembly, user interface (ui) printed circuit board assembly (pcba) and the power management (pm) pcba needed to be replaced. The asp therefore installed the replacement parts and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.